Event description:
Event description cpi received info that this implantable cardioverter defibrillator (ICD) was explanted because of loss of communication. The device has been implanted six (6) months. Several programmers were attempted with no success. No recent therapy had been delivered to the pt. Lead testing during the replacement procedure revealed no problems. Another device was implanted with no further problems.